Manufacturer narrative:
(B)(4). Evaluation results: (dissection).

Event description:
The patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 2nd obtuse marginal during the index procedure. Two days post index procedure the patient was re-admitted due to angina. The patient was found to have a dissection with flap, proximal to the previously placed endeavor sprint stent in the 2nd obtuse marginal. The patient had an endeavor stent implanted to the mid lad and an endeavor stent implanted to the 1st obtuse marginal. The investigator assessed that the event was probably related to the study device. The patient recovered with treatment and no other clinical sequelae were reported.